Event description:
It was reported that the patient¿s symptoms returned last night and the patient programmer was not communicating last night. The patient had the device implanted about a week ago and yesterday they had to go to the bathroom and could not hold it. It was noted that the patient got out their programmer last night and was getting the no communication screen and they had to adjust stimulation since they had been home. The patient kept seeing the question mark and the no communication screen. It was reported that it was very strange because the programmer had been working and the patient was only able to communicate 1 time during the call and they tried with and without the antenna. One time while not using the antenna the patient saw that they were on program 3 at 0.4v and did not see the lightning bolt then the programmer went off and they were never able to communicate again. It was stated that the patient¿s family member helped and they still had no success. The patient had a bandage on their skin but their family member said they did not have a bandage on. Additional information received reported that the patient was not able to make adjustment with the antenna attached. The patient was able to communicate without the antenna a couple of times however stimulation was off. It was noted that the patient was able to turn stimulation on and increase. It turned out that the patient was not pressing the sync key and was not holding the antenna in place long enough. Additional information received reported that the patient had issues with telemetry with the antenna attached. They went over plugging in the antenna all the way and about syncing and the patient may have tried to adjust therapy before syncing. It was noted that no product was sent and no patient harm was reported. The programmer was not returned.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lcyp, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).